Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter malfunctioned. Details of the malfunction are unknown. No additional event or patient information was provided.